Event description:
Due to insulation damage oversensing was observed on the ventricular channel. The lead was explanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 and (B)(6) 2024 recorded the stable pacing impedance around 500 ohms and stable shock impedance around 100 ohms. The analysis of the provided iegm episodes revealed artifacts on the farfield and rv channel, which led to the reported oversensing. The available photos of the extracted lead demonstrated a possible insulation damage in the distal region of the lead which might be the root cause of the observed oversensing. Furthermore, deformations of the lead body and shock coil were noted which most likely occurred during the extraction procedure. In spite of the available information, no definite conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.